Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, the consumer reported that they couldn¿t increase stimulation without getting the out of regulation screen 59 code. The stimulation was on group a and the patient switched to group b and then increased to 6.4. The patient could only feel the stimulation on one side of their body, it was in the right leg and was supposed to be across her back. The patient stated it wasn¿t working right and switched back to group a and was not able to increase. There were no traumas, falls, electromagnetic interference or other activities that contributed to the issue. Troubleshooting directed them to follow-up with their healthcare provider. The patient's indication for use was unknown. On 2019-sep-04, additional information was received from the patient¿s friend/family member and the patient. It was reported that the patient had the ¿settings not available¿ message on their controller. It was indicated that the controller was not working. They stated that the controller would not let them set their stimulation. The caller was seeing ¿cannot provide desired settings (settings not available)¿. They stated that the patient was in pain because they could not adjust the stimulation. The caller stated that the stimulation one night kicked back on, but the stimulation was very slight, so when they tried to increase they saw ¿settings not available. It was indicated that they had called a manufacturer representative (rep) and they advised they get a new controller. The caller was on group c 1-1.8 2-4.1, but could not increase the stimulation on either program. Patient services reviewed on how to change to group b. The caller stated that they could feel stimulation, but it was all in one leg and they needed it in both legs and feet. They tried to increase and they were seeing settings not available. The caller then tried group a and were not feeling stimulation and could not increase the stimulation because they were seeing the ¿settings not available¿. Patient services reviewed another troubleshooting step was to charge the ins up to 100 percent to see if they could adjust the ins then. The caller stated that he ins was at 50 percent and the controller was at 80 percent. The patient had indicated that they had experienced the ¿settings not available¿ issue before and they met with a rep who helped resolve the issue. The first time this occurred was reported to have been ¿quite a while ago¿. The patient also mentioned that their ins and groups had been working fine for three to four weeks until now. The settings not available message reoccurred then on (B)(6) 2019. The patient¿s friend/family member called back with the patient the next day indicating that they had received the controller from repair. The patient then indicated that they had set it up and reported it was not working. The patient explained they get stimulation on one leg above the knee but it was programmed for both legs. The patient was in group c. The patient stated that they did not want to go to a or b because they did not want to take a chance for it to go out because it went out three times. The patient mentioned they called the rep yesterday. They called him last saturday or wednesday and they didn¿t have time for them and told them to call in. No further complications were reported/anticipated.